Manufacturer narrative:
This report is submitted on april 26, 2022.

Event description:
Per the clinic, the device was explanted for unspecific medical reasons (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to chronic pain. This report is submitted on may 27, 2022.